Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition of the device vibrating and shaking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device failed the functional testing check- the handpiece ran upon inserting power to it. During service/repair, it was observed that the ecu (electronic control unit) shorted internally and the ball bearings were corroded. It was determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the battery oscillator device was vibrating and shaking while in use. During in-house engineering evaluation, it was observed that the unit failed the functional testing check- the handpiece ran upon inserting power to it. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.